Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer reverted to an alternate method insulin therapy. Customer¿s blood glucose (bg) level was 475 mg/dl with ketones. The customer went to the emergency room on (B)(6) 2025. Customer was treated with intravenous fluids of saline, insulin, and pain medicine. Treatment resolved the issue and there was no permanent damage. The customer was released on (B)(6) 2025.